Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician explanted and replaced the patient's right lead. Surgical intervention resolved the issue. Note: it is unknown which lead was displaying high impedances and subsequently explanted so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-06176. It was reported that the patient's stimulation was auto reducing and not providing therapy. Troubleshooting showed that the patient's contacts were exhibiting high impedances. Surgical intervention is anticipated.

Manufacturer narrative:
Date of event is estimated.